Manufacturer narrative:
No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
The device has been returned.

Event description:
This device was explanted. A request has been made for the device to be returned.

Event description:
Boston scientific received information that this device had a monitoring voltage of 2.55 volts and charge time was 28.4 seconds. Two months prior, monitoring voltage was 2.57 volts and charge time was 16.9 seconds. Elective replacement indicator (eri) had not been declared. This device is part of the shortened replacement window advisory. This advisory was originally communicated april 5, 2007. Technical services discussed that eri was likely imminent based on charge time. Device replacement was scheduled for the following day. No additional adverse patient effects have been reported.